Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
Facility medwatch (B)(4) was received by the manufacturer on 18-january-2019 and states as follows: balloon failed causing fluid invasion in intra-aortic balloon pump (iabp) the date of the event is unknown. There was no reported injury to the patient.